Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Patient reported a right side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., g.3., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/28/2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump or thickening" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "lump or thickening"

Event description:
Patient reported a right side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported right side rupture. Device remains implanted.